Event description:
It was reported to the rep the product was used in a laparoscopic assisted vaginal hysterectomy. It was reported that during the procedure, the surgeon could not lock the closing handle of the first atw35 on the tissue. The surgeon used a second atw35 which fired properly one time, but on the second application the atw35 made a crunching noise when it locked on the tissue. The surgeon attempted to remove the instrument without firing, but it would not release. The surgeon had to force the jaws open using other laparoscopic instruments while inside the pt. The surgeon used a third atw35 to finish the procedure which did function normally. The pt had a post-op infection which required extended hospital time of two days, but is unconfirmed if related to this incident.